Event description:
Subsequently, the patient returned for a routine follow-up at which time the physician elected to program this lead off. It was reported the patient had a slow underlying ventricular rhythm with heart failure symptoms and a recent hospitalization thus, a revision procedure would likely ensue. At this time no scheduled intervention and no specific adverse patient effect were reported.

Event description:
Boston scientific received information that during a routine follow-up, high out of range pacing impedances and variable threshold values, were exhibited with this left ventricular lead in certain lead configurations while other configurations noted normal values. The lead has been implanted for over two years and at this time, the physician has elected to not intervene. No adverse patient effects were reported.

Manufacturer narrative:
Following planned intervention, this event will be further updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Investigation follow-up stated that to date, no intervention has taken place or has been scheduled. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.